Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a roux-en-y, the needle broke in half. One side of the needle had the suture still attached and the other side was attached to the endo stitch instrument. No adverse events have been reported.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The needle was broken at the swage. One half of the needle was attached to the suture, the other half was received loose in the package. Visual testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the broken needle. Replication of the broken needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and reassessed at that time.